Event description:
It was reported that post paced twave oversensing was observed during follow up. The oversensing was noted on a real-time egm. The device was post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were made. Patient condition was stable.